Manufacturer narrative:
Submit date: 6-19-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze is fraying and the blue x-ray band is coming off.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported the gauze is fraying and the blue x-ray band is coming off.¿ a review of the device history record (DHR) for lot no. 17l080562 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were three (3) sponges returned for evaluation. The product was not in packaging and was examined for fraying. During visual examination and cross examination of the sponge, fraying was observed. The reason for fraying in the product is due to the tinsel strength of the woven material becoming weak. This can occur during production when the material is pulled during the cutting process. The material can break. The location of the tear would not easily be observed during a visual inspection in production. Inspectors routinely examine a statistical sample both physically and visually. If the material did a complete tear out, then the roll would be evaluated. The lots must be deemed acceptable by passing inspections that are based on a valid sampling plan. The reported customer complaint is confirmed. The root cause was determined to be material weakened during production process. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.